Manufacturer narrative:
H4: the device was manufactured from march 18, 2020 - march 19, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a black particle inside the white distal luer of the device. The particle was not inside the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter. The event was further described as "unidentified black particles attached to the luer connector". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.